Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2019 and the mesh was implanted. It was reported that during surgery when placing the implant the wing tore off. No fragments fell into the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4).